Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm system. The event occurred in the united states. Through follow-up communications, it was learned that the affected pump was the arterial pump, which, after getting the alarms, stopped. Perfusionist tried turning the knobs and no rotation occurred. However, after a while, pump rotation began again without any problem. Reportedly, livanova field service engineer could not reproduce the issue. Nevertheless, the affected pump was replaced and the back up control unit changed out. Functional testing of the unit has been performed and the unit has returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that the essenz hlm cockpit showed two errors while on bypass: pump defective (e2350) and pump issue (e2353). The issue occurred during procedure. There is no report of any patient injury.